Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-25217. The pt's son reported the pt is experiencing very uncomfortable pain at her incision sites. It was also reported the pt temperature was increasing and is requesting to have her scs system explanted. An sjm rep met with the pt to evaluate the system and found no anomalies. Test identified no infection. The pt was advised to turn off the system if the pain is unbearable and to contact sjm at a later date for follow-up.